Manufacturer narrative:
Event summary: the patient data files confirmed the system notice (B)(4) indicating that the safety system detected a high level of refrigerant flow and stopped the injection. Service was performed under work order (B)(4). The field service engineer identified a broken connector.. The system notice was unable to be reproduced. The field service engineer performed tests prior to fixing connector and after fixing connector. The field service engineer was unable to reproduce issue with test catheters and console working properly during all testing. Continued to perform a complete console inspection and safety check. All safety checks and console parameters were working and correct. Performed console performance testing using both balloon and focal catheters. Good inflation and ablation profiles were observed. All tests ok and no errors during console performance testing. Console ready for use. Upon console inspection, found the red wire connector for solenoid svr was missing. Repaired the wire with a new connector and returned solenoid to functionality. In conclusion, the reported issue (system notice (B)(4)) has not been reproduced by field service engineering but confirmed through data analysis. The reported issue has been resolved in site after powering off rf generator. Console 106a3 / (B)(4) is in the field. The red wire connector for solenoid svr has been replaced as preventive maintenance.

Event description:
The product issue reported (# (B)(4)) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician.

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The cryoconsole was rebooted without resolve. The radiofrequency generator in the room was powered off and the catheter and coaxial cable were changed to resolve the system notice. The healthcare professional called back after a system notice was received indicating that the safety system detected a high level of refrigerant flow and stopped the injection. This notice was received during mapping and ablation. The console was vented through the s5 valve. It was confirmed that the coaxial port was not blocked. It was recommended to reboot the console or try replacing the consumables. The procedure was aborted while the patient was under general anesthesia. No patient complications have been reported as a result of this event. The product issue reported is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.